Manufacturer narrative:
(B)(4). The homechoice device received functional testing. A visual inspection was performed. Functional testing was performed with no issues noted. The direct cause of the iipv event was inappropriate bypass of the caution: negative uf alarm (i.e. False empty detect and use error). The homechoice and homechoice pro apd systems patient at-home guide gives instructions about the low uf alarm and has the warning "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 11:17:23. During night drain cycle two, the patient's ultrafiltration reading was 1071ml, indicating the home patient drained 1071ml more than their maximum programmed fill volume of 500ml. No additional information is available.